Manufacturer narrative:
H3- device evaluation : lens was returned with moisture, in a microcentrifuge vial. Visual inspection found a tear on the optic and haptic. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -13.50 diopter, implantable collamer lens tore into two pieces during implantation. Half of the lens had patient contact and the other half got stuck in the cartridge, there was no patient injury. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.